Event description:
The patient showed symptoms of over drainage despite the fact that the valve was adjusted to 200mmh2o and had siphonguard. The surgeon decided to explant the valve and all components.

Manufacturer narrative:
Codman has received the valve for evaluation. Upon completion of the investigation a follow up report will be filed.